Event description:
It was reported by the affiliate that the scrub nurse attached instrument to the luke handpiece, tested and found a steady tone. The surgeon tried again with another lcsk5 and it worked fine. No adverse pt outcome.